Manufacturer narrative:
Occupation: non-healthcare professional (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a ureteroscopy with laser lithotripsy procedure, the actual basket wires of the ncircle tipless stone extractor broke while attempting to collect a stone. Unspecified how or where the wires broke, or if any portion detached inside the patient. Another device was used and the procedure was completed without patient harm. Additional information regarding the patient and the event was requested, however, the customer is not able to provide any further information. No unintended section of the device remained inside the patient's body. No adverse events have been reported as a result of the alleged malfunction.

Manufacturer narrative:
Investigation: evaluation: the complaint device was not returned for an evaluation. Without the complaint device, a device failure analysis was unable to be performed. No photos were provided. A search of the north american distribution center (nadc) database shows all devices from lot: 9163992 have been shipped. No similar product from the same lot is available for investigation. A document based investigation was conducted including a review of complaint history, the device history record, instructions for use (IFU), manufacturing instructions, and quality control data. The device history record was reviewed. There were no non-conformances noted that would have caused or contributed to the reported failure mode. A search of complaint records determined that there were no other complaints reported for lot number: 9163992. According to the instructions for use (IFU): precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. All devices are inspected for functionality and damage prior to packaging including a pull test of the basket assembly. The complaint device was not returned. There is not any provided information on the location or nature of the wire breakage. Possible causes for a broken basket wire: wire exposed to a laser when breaking up stones. Excessive force applied to the wires during the procedure. Manufacturing issue with the basket wires, or process issue when forming the basket / constructing the device. Based on the information available, the cause of the reported breakage could not be established. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.